Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lap-assisted sigmoid colectomy, the jaws of the device could not be re-opened. It is unk if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. There was no pt injury.